Event description:
It was reported that the fit and placement of one size 8 dct, disposable cannula low pressure cuffed tracheostomy tube was unsatisfactory. The device was in use approx four days when pt experienced discomfort, irritation and intermittent bleeding around the stoma site. It was also reported that after the device was removed and examined, the surface of the neckplace exhibited a rough and uneven area. The pt was reintubated with another size 8 dct device with no further problems reported. The 8 dct device is reportedly available to be returned to the MFR for identification, analysis and investigation. As of the date of this report, the device has not been rec'd by the MFR.